Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had three years remaining of battery life a year ago, and now the device was showing eight months. It was noted that patient has paroxysmal atrial fibrillation (af). Boston scientific engineers verified that the device was sensing high atrial rate that caused an increase in power consumption. The device also had the signal artifact monitoring (sam) patch loaded which also contribute to increase in power consumption. The engineers recommended device programming. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device had three years remaining of battery life a year ago, and now the device was showing eight months. It was noted that patient has paroxysmal atrial fibrillation (af). Boston scientific engineers verified that the device was sensing high atrial rate that caused an increase in power consumption. The device also had the signal artifact monitoring (sam) patch loaded which also contribute to increase in power consumption. The engineers recommended device programming. The device was then explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Laboratory analysis confirmed reported allegation. The device is high-rate atrial sensing at an average rate of 313 bpm. High-rate atrial sensing can cause an increase in power consumption. This device is currently consuming about 63uw of power and without high-rate atrial sensing it should consume about 36uw. Chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing on. Device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.